Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a few ¿no external power¿ alarms on (B)(6) 2020 and patient cannot recall this occurrence. The log file captured a no external power event on (B)(6) 2020. This was caused by power to the mpu being briefly interrupted. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet or house power disruption. There was no interruption in pump support during these events. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. No further or additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The provided log file contained data spanning approximately 23 days (16dec2019 ¿ 09jan2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Two no external power events were observed on 05jan2020 at 20:14 while the mpu was in use. The events appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased over several seconds during the alarms. The backup battery supported the pump during this time. No other notable events were observed. The mpu was not returned for analysis. The root cause of the loss of ac power observed within the log file was unable to be determined through this analysis. Heartmate ii patient handbook with mpu describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.